Manufacturer narrative:
Additional information h3, h6 and h10: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an under infusion issue. It was stated for certain infusions; the pumps are not pulling enough fluid from the bags. For example - paclitaxel will often need an additional 60-80cc added at the end of the 3-hour infusion time. The user had checked with pharmacy and the pharmacy was not overfilling bags. The line was a straight primary line. A baxter representative suggested making sure there is not a long dependent loop above the pump to prevent any issues with flow and explained that the non dehp pump segment of the IV set can cause a +/- 10% flow rate inaccuracy. There was no known patient injury or medical intervention associated with this event. No additional information is available.